Event description:
In 2003, the pt underwent a cardiac catheterization which revealed a 50-70% occlusion in the left coronary artery, 100% occluded left anterior descending artery, 70% occlusion in the circumflex artery, and a 100% occluded right coronary artery. An angio-seal device was deployed to seal the arteriotomy site. During transfer to the recovery room, the pt complained of right leg cramping, it was noted the right pedal pulse was absent by palpation and confirmed absent with a doppler; the right leg was cool. A faint right popliteal pulse was present; the right and left femoral pulses were palpable. Under laryngeal mask anesthesia, the pt underwent exploratory surgery. After local infiltration, and incision was made over the right femoral pulse; the femoral artery was identified. The angio-seal device was located just above the bifurcation of the profunda and the superficial femoral arteries; a doppler signal was obtained from the superficial femoral artery. An add'l heparin 2,000 units were given; the angio-seal device was removed. A fogarty catheter was placed in the proximal common femoral artery; no thrombus was removed and arterial inflow was obtained. A fogarty catheter was placed in the superficial femoral artery; a moderate amount of thrombus was removed. The arteriotomy was closed with backflow obtained from the profunda and the superficial femoral arteries. At this time, pedal pulse were palpable. Hemostasis was achieved and the wound closed. The pt tolerated the procedure well and without complications. The pt was reportedly recovering.